Event description:
Reporter reports back to back testing on the same meter using the advantage system and two different sets of comfort curve test strips with results of 230mg/dl and 60mg/dl. No quality controls were run. No adverse event. A request was made for return of the suspect product and a replacement was sent.